Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. E1: (B)(6).

Event description:
The incident involved a plum a+ infusion pump. The reported stated that the patient was in poor hemodynamic conditions, with high norepinephrine support (1 mcg/k/min). A failure was detected with the pump by the personnel of the area. The infusion pump was connected to an electrical circuit, however it turned off without a prior alarm. This resulted in severe arterial hypotension to the patient. The infusion pump was changed immediately after the infusion pump turned off. At that time, the patient went into cardiac arrest, for which the dose of norepinephrine was increased to 2 mcg/k/min. Adrenaline boluses and resuscitation were started. This event resulted in the patient death at 23:00. The event occurred during patient use and the patient was harmed as a result of this event.

Manufacturer narrative:
The event history was downloaded from the device and it was found that on august 11, 2023 date of the device, (august 12, 2023 actual date) at 17:52 a low battery warning, 4 hours and 12 minutes later at 22:04 the infusion of channel a is stopped because the device generated alarm "n252 depleted battery". At 22:05 the user silenced the alarm manually 6 times. At 20:06 the device turns off. When reviewing the downloaded events, it is evident that the device alarmed a low battery and after 4 hours 12 minutes the infusion stopped due to alarm depleted battery. This shows that the device was not connected to ac power. The functional status of the power outlet is unknown. When the device alarmed depleted battery, the user silenced the alarm manually for 6 times, and then the device turned off automatically due to not connecting timely. The customer's reported dose of 1 mcg/k/min or higher was not found in the event records. The customer does not report sufficient information on the programmed infusion values (volume to be infused, duration, rate) only a noradrenaline concentration of 1 mcg/k/min and 2 mcg/k/min a bad programming cannot be determined, however, a different value is evidenced in the events with respect to the programmed dose. The power cable was checked and when connecting the ac indicator of the device lights up, the cable was found in good physical and working condition. Supporting battery charging from the power supply. The electrical safety measurement test was performed to find leakage currents outside the allowed range. The test pass. The battery was removed without disconnecting the cable from the power supply, the battery was inspected battery without finding disconnection of the cable, it was not found swollen due to high temperature, there are no traces of leaks or liquids, the connection terminals were found in good condition with their correct positive and negative connection, the cable from the source to the battery was found in normal condition, the battery is in normal physical state connected correctly. No physical damage to the battery was found. The device is connected to ac power to charge the battery from 11:00 until august 26 at 7:30 battery charging is performed to verify that the power supply is able to fully charge the battery. A battery test was performed. The battery supported the device for an infusion of 7 hr 27 min at a rate of 125 ml/hr. The battery does not have reduced charging capacity, therefore it does not require replacement, it worked correctly and charges properly. The probable cause of the issue was the infuser was not connected to ac power after generating a low battery warning. Updated information in g2.